Event description:
It was reported that the customer installed a third party battery in a ventilator. The customer reported that during installation a loose wire came in contact with the ventilator housing and created a spark. Several of the ventilator's printed circuit boards then needed to be replaced. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) and breath delivery unit (bdu) central processing units (cpu). The customer will replace the battery charging printed circuit board (pcb). The ventilator passed all tests, calibrations and was returned to the biomedical department for the customer repair.